Event description:
A hospital in (B)(6) reported that a (B)(4) nasal cannula detached where the prongs connect to the tubing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The bc2425 oxygen therapy nasal cannula is manufactured by (B)(4), for fisher & paykel healthcare. Method: the complaint cannula was not made available to fisher & paykel healthcare for evaluation. We attempted to obtain further information from the customer regarding how long the device was used but this was not provided. Our analysis is based on the information received from the customer and a photograph provided by the customer. Results: inspection of the photograph showed that the left side of the tubing had detached from the nose piece. During manufacture by salter labs a bonding agent is applied to the outside surface of the tube and then inserted into the nasal interface through a manual process. Without inspecting the complaint device, it could not be determined whether: the tube had properly bonded to the nose piece. The bonding agent was sufficiently applied to the tubing. There was any damage to the surface of the tubing. A lot check was not performed as no lot information was provided. Conclusion: we were unable to determine the cause of the detachment as reported by the customer.